Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It was reported that the patient was a very heavy person, the device could not reach the target location as indicated by the lack of backflow from the marker lumen which likely contributed to the difficulty advancing the device into the vessel and subsequent bend to the guide. Based on the patient conditions, it is likely that under insertion due to not being able to reach the vessel contributed to the reported ¿lack of backflow¿. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a 10f sheath after an electrophysiology procedure. Reportedly, due to patient anatomy, the device could not reach the target location as indicated by the lack of backflow from the marker lumen. Upon removal, it was noted that the sheath was severely bent (at the sheath-guide junction). A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.